Event description:
The pt's catheter was cut "accidentally" during an unrelated laminectomy. No patient symptoms were reported. The catheter was repaired during the laminectomy surgery. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.